Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set and verifying the breast shield fit. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the suction issue. Replacement connectors were sent to the customer to help resolve the issue. The customer was contacted by a complaint handler to get additional information and on 6/17/2020 the customer indicated that she was using a nipple cream for the blistering and fever, but did not indicate if she received prescription medication. She had also seen a lactation consultant, who thought that pressing the shields into her breasts might be causing lumps. In additional follow up on 6/25/2020, the customer indicated that she had developed mastitis for a second time on 05/28/2020 when using the freestyle flex breast pump, for which she was prescribed antibiotics (the first occurrence is reported in medwatch 1419937-2020-00069). She indicated that the replacement parts were working and she was not having any issues. In subsequent contact by the customer on 06/30/2020, the customer indicated that the mastitis had resolved two weeks earlier. Based on the results of (B)(4)(b), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 06/02/2020, the customer alleged to medela (B)(4) that she was having trouble with the suction on her replacement freestyle flex breast pump. She further alleged that she was experiencing blistering on her right nipple and a fever.